Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site, exposing the receiver-stimulator. The patient underwent a revision surgery on (B)(6) 2023 to reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 08, 2023.